Event description:
During a ptca / stenting treatment procedure, a stent dislodgement occurred, requiring surgical intervention. The lesion being treated was located in an extremely calcified, mid right coronary artery. The lesion had been predilated approximately 15 times. While trying to deploy the liberte bare monorail 12/3.0 mm stent. The stent came off the balloon. The physician was unable to retrieve it, therefore the pt went to surgery. Pt status is reported as 'fine.'